Manufacturer narrative:
No reported device malfunction.

Event description:
It was alleged by the user facility that there ambulance was transporting a patient on the ambulance cot, when the ambulance was struck by another vehicle. It was reported that the patient received a hip injury requiring medical intervention as a result of the accident event. It was not reported that the ambulance cot failed in any way during this event.